Event description:
It was reported that this patient received inappropriate shocks. A lead fracture was confirmed. A surgical intervention was performed and this lead was explanted and successfully replaced. No additional patient adverse effects were reported.